Event description:
The customer reported that the provue misread a weak positive (1+) reaction as negative using the dat test on a cord sample. Incorrect results were reported. The physician requested repeat testing using manual gel method since the results did not match the patients medical diagnosis. Dat testing was repeated twice using the manual gel method and confirmed to be positive (1+).

Manufacturer narrative:
An ocd field engineer arrived at the customer site and replaced the syringe. The fe performed the adjustment for the probe to the incubator and produced a new reference image. Repairs have returned this instrument to expected operation. (B)(4).